Event description:
It was reported that there were elevated pacing thresholds on all leads, and that lead function was "suboptimal." The pace/sense portion of the rv (right ventricular) lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. The atrial and lv (left ventricular) leads also remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2005; 6944-65 lead, implanted: (B)(6) 2002. (B)(4).